Event description:
It was observed during device evaluation, that the colonovideoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the type of foreign material was unknown and the scope was reprocessed according to the IFU prior to return. Therefore, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.